Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. The customer removed the infusion set and noticed that the cannula was bent. She reported sufficient subcutaneous tissue for insertion but that she did have issues with scarred tissue. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.